Event description:
It was reported that the patient fell and "now is having sporadic pain, almost like shocking sensations" in their chest and back. The patient was subsequently taken to the emergency room (ER) and their "blood pressure was high and they ruled out a heart attack." The pacemaker was not checked in ER. The pacemaker is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.